Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 32mg/dl, 175mg/dl. Tests were done within 10 minutes with a difference of 122%. Patient did not experience any adverse events. No further information has been reported. Note - customer has been using expired solution.